Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6), 2021. The customer reported that the insulin pump had a big crack at the battery compartment. The customer also went swimming. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found corrosion on the electronic assembly. Corrosion was also found on the force sensor, motor, battery tube and vibrator assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to corrosion on the electronic assembly. Failure analysis summary: the insulin pump was received a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump was also received with a blank display due to corrosion on the electronic assembly. Corrosion was also found on the force sensor, motor, battery tube and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack on the battery compartment and was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.